Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation primary with unspecified mentor breast prostheses developed unknown health issues postoperatively. No diagnosis provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis. The type of device involved is unknown, and the gel procode/common device name are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a breast augmentation primary with unspecified mentor breast prostheses developed unknown health issues postoperatively. No diagnosis provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis. The type of device involved is unknown, and the gel procode/common device name are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.